Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, that the investigation results indicated a reportable malfunction due to the separating upstream occlusion (uso) seal. The unit also is able to prime. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the uso seal, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/uso sensor calibration. The pump passed all functional tests and performed as intended after repair.

Event description:
The customer returned the product for the unit not priming. During physical inspection it was found that the upstream occlusion (uso) seal was separating. After investigation the results indicated a reportable malfunction due to the separating uso seal. There was no patient involvement.